Manufacturer narrative:
In response to FDA report number: mw5099365. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation is deflation. Reoperation has not been scheduled at this time.

Event description:
Patient reported via regulatory agency a ruptured implant, unknown side. Patient also reported being diagnosed with three autoimmune disorders; this event is not device related. Device remains implanted.